Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Device analysis revealed that foreign matter was encountered in the ccp board. A kink was observed in the telescope near to the proximal strain relief. Impedance testing shows a good unit wave form. During image characterization testing a good square image appeared in the ilab system. Catheter was correctly recognized. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a foreign object was found on the pin of the hub. The 90% stenosed target lesion was located in the mildly tortuous distal right coronary artery. During a percutaneous coronary intervention (pci), an opticross imaging catheter was selected to visualize the lesion. However, it was noted that poor image appeared. When the recognition display was checked, "reserved for test" was displayed. Reconnection of the catheter was done but the issue was not resolved. Upon checking the hub, a foreign object was found on the pin. The procedure was completed with this device. No patient complications were reported and the patient's condition is good.

Event description:
It was reported that a foreign object was found on the pin of the hub. The 90% stenosed target lesion was located in the mildly tortuous distal right coronary artery. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected to visualize the lesion. However, it was noted that poor image appeared. When the recognition display was checked, "reserved for test" was displayed. Reconnection of the catheter was done but the issue was not resolved. Upon checking the hub, a foreign object was found on the pin. The procedure was completed with this device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).